Event description:
Pt status post pacemaker insertion due to high grade av block. Readmitted complaining of palpations. Cardiac monitor revealed inappropriate sensing and capture of the pacemaker. Returned to or for a pacemaker lead replacement.